Event description:
Description: regarding the new enfit syringe options. We have some concerns that we would like to make you aware of. Although it is already (B)(6) law, products are not yet available from the companies and our 2 options are medtronics/covidien or neomed/ICU medical. Regarding the medtronics/covidien enfit syringes. The 3ml syringe has 1/2 markings in between each number which is not typical or safe practice as you can see how our staff would potentially draw up the incorrect volume. In addition, the 1 ml syringe has a "trailing zero" "1.0 ml" which is against ismp/tjc recommendations and this could be confused with 10 ml. Medtronics/covidien also does not make a 0.5 ml syringe at this time which could be problematic for some of our tiny doses of medications. Although all of these concerns have been escalated within their company, we do not have a time frame for if/when these issues would be resolved we still have concern with both companies regarding the outpatient bottle dispensing cap dead space volume and non-safety cap risks. Both companies have not been able to provide us with the dead space volume of the corks but we know the pt would need to remove and replace with a safety cap for safer storage. For medications like chemotherapy, this could increase exposure for pts/parents if they need to clean this with each use. For controlled substances we are concerned about losing medication in the cork and needing to provide "overfill" which is not permitted. (B)(6). When and how was error discovered: when the vendor came to visit (B)(6) to bring samples, the pharmacy team quickly identified these issues. (B)(4).